Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigation summary: it was reported that the device had a breakage needle. One empty opened box and twenty-four unopened samples of product code vcp417, lot lc8122 were returned for analysis. The complaint sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected; also, the needles were examined under magnification and no defects, bending needle or needle breakage were found. The sutures were dispensed without problem and examined along of strand, no defects or damaged were observed. Besides, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch.

Event description:
It was reported that a patient underwent a perineal repair procedure on an unknown date and suture was used. During the procedure, the tip of the suture broke off. There were no adverse patient consequences reported. No additional information was provided.